Event description:
The medwatch received stated that the device handles could not be re-opened during the procedure. The device was removed from the surgical field with no injury to the patient. The site was contacted and was not able to provide additional details regarding the device or incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.